Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The cause of the service code 204 and abnormal shutdowns was the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a crease in the response button ribbon cable. No adverse event resulted from the damaged response buttons. Belt: sn (B)(4), mfg date: 06/09/2015. Monitor: sn (B)(4), mfg date: 06/30/2011.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and abnormal shutdowns and that the monitor's response buttons were not functioning.